Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was confirmed. Fogging of shown on the endoscope screen, due to invasion of moisture into the objective lens. In addition, the following non-reportable malfunctions were found during device evaluation: chips, cracks and scratches found throughout the device, switch button one is damaged, due to damage on the lock engagement lever, bending section cannot be fixed firmly, and indication on light guide connector is not correct. The investigation is on-going. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the visera laparo-thoraco videoscope had a cloudy image. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to stress of repeated use, external factors, or handling of the device. Olympus will continue to monitor field performance for this device.